Manufacturer narrative:
Date of birth: 1958. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 20 x 3.00 promus premier¿ stent delivery system (sds) was selected and advanced to the lesion; however, difficulty advancing was encountered. When the device was removed, it was noted that one of the struts was bent and was lifted up. The device was not able to be used. The procedure was completed with the implant of another 20 x 3.00 promus premier¿ stent. No patient complications were reported and the patient's status was fine.